Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that no readings/ sensor error/ brief sensor issue occurred. The wearable was inserted into the arm on (B)(6) 2025. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient had a brief sensor issue for over 3 hours so he was not able to monitor his blood glucose levels. He felt "foggy", was shivering and was "blacking out" so he took 3 gluocse tablets. His wife called an ambulance and when they arrived around 2:30am, they checked a blood glucose reading and it was 120 mg/dl. They did an EKG (electrocardiogram), checked his pulse and blood pressure and results were all normal. After 20 minutes, they checked the patient's cgm (which values had returned) and it was 125 mg/dl. After 30-35 minutes from the event, the patient recovered and the ambulance left at around 3:15am. At the time of the report, the patient was doing okay. Data was provided for investigation. The allegation was not confirmed via data. The probable cause could not be determined via data. No additional patient or event information is available.